Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had reached battery depletion prematurely. The device was explanted and replaced. No patient complic ations have been reported as a result of this event.

Manufacturer narrative:
The device was returned for analysis. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: additional environmental testing was performed to recreate a potential hybrid failure. No abnormal current condition prior to or during the 168 hours of environmental testing was observed. The printed circuit board edges of the stacked chip scale package (scsp) were inspected with an optical microscope. No copper anomalies or foreign material were observed. This additional analysis found the device fully functional with no battery depletion mechanism, such as high system current drain (cd). No hybrid anomalies were observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Hybrid analysis revealed that both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. No hybrid anomalies were found. Battery analysis revealed that no evidence of an internal short was found to account for the premature battery depletion. Back-lit images of the anode found uniform lithium-depletion with intact, thin lithium across the anode, typical of that found in depleted batteries. If information is provided in the future, a supplemental report will be issued.